Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653, batch # 4306660. It was reported by the customer that on 13jun25, during 100% visual inspection of final drug product, elevatebio mfg inspector observed a single, white floating particulate in bag 1. During 200% inspection, it was able to be confirmed during photography of the particulate. During 100% visual inspection of bag 2, the elevatebio inspector observed a single, dark-colored particulate, also confirmed during 200% inspection. Verbatim: rcc received a complaint via email. On 13jun25, during 100% visual inspection of final drug product, xxx mfg inspector observed a single, white floating particulate in bag 1. During 200% inspection, it was able to be confirmed during photography of the particulate. During 100% visual inspection of bag 2, the xxx inspector observed a single, dark-colored particulate, also confirmed during 200% inspection. Final drug product bags undergo routine visual inspection by qualified personnel, which can reliably detect particles prior to release of the material. Three (3) investigational runs were performed under protocol. The investigational runs simulated operations and included sequential operations associated with the formulation and filling process, concluding with visual inspection. Five (5) particulates in the simulated drug product bags were selected to be sent for identification testing based on visual similarity to the particulates observed in the final product bags. Based on visual consistency of particulates observed between the rinse study, investigational runs, and final product bag 2, coupled with the particulate ID performed on the rinse study samples, it can be hypothesized with a reasonable degree of confidence that the particulate in final product bag 2 may be cellulose. Based on results for sample (B)(6) from report (B)(4), which was unaltered prior to rinsing and particulate analysis, these particulates may be present within the material supplied by the vendor, prior to use in the manufacturing process. Sample ids (B)(6) in report (B)(4) were described as a shiny, translucent fibers and were subsequently. Characterized as manufactured, polyester fibers ranging from approximately 738 to 1344 in length. Based on these findings, a review of materials used for the investigational runs were reviewed, a total of five (5) materials used for the investigation runs had moc of polystyrene and/or polyester. Based on the investigation to deviation (B)(4) and root cause analysis - it can be hypothesized with a reasonable degree of confidence that particulate is likely intrinsic to materials used in the manufacturing process, and that the source of the particulate may be from serological pipets and/or the liquid dispensing system used during buffer exchange and formulation. Additionally, the 600ml filtration bag filter containing the pet filters cannot be ruled out as a potential source. The following materials supplied by xxx, manufactured by becton dickenson company were used in the post-filtration stage of the manufacturing process and cannot be ruled out as a potential source of the particles: materials: 50ml syringe, MFR part# 309653, MFR lot # 4306660, materials: 10ml syringe, MFR part# 302995, MFR lot # 4354256, materials: 3ml syringe, MFR part# 309657, MFR lot # 4197063, materials: 30ml syringe, MFR part# 302832, MFR lot # 4263450. The materials were all received in the system and dispositioned appropriately per procedure. As materials were consumed in manufacturing, no material is available to be returned for further supplier investigation. As the above materials cannot be immediately ruled out as possible contributors to this incident, xxx is issuing a supplier corrective action request for the above listed material lots.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. It was reported there was particulate discovered during inspection. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, sixty-seven photographs and nine fourier-transform infrared spectroscopy (ftir) charts were submitted for review by the quality team. The photographs depict a particle under high magnification. Of the ftir charts, three indicated polyester, five indicated cellulose, and one indicated polystyrene¿all without percent matching. None of these materials are utilized in the manufacturing process. No additional insights could be derived from the photographs or charts. A review of the device history record was conducted for material number 309653, lot 4306660. The review found no quality issues during production that could have contributed to the reported condition. There were no associated quality notifications, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation and available photographic evidence, the reported symptom could not be confirmed. In the absence of a physical sample, a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.